Event description:
The customer reported the system displayed a kv error message. This error is likely to result in an un-commanded loss of system functionality and require a system reboot. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.